Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -10.50 diopter, into the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting, significant reduction of irido-corneal angles and blurred vision. The lens was replaced with a shorter lens and the problem was resolved. Medication was administered. The lens was discarded. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: there was high pressure, zonular instability, iris prolapse, iris atrophy and shallowing of ac. H6: health impact- clinical code: 4581 - zonular instability, iris prolapse, iris atophy, shallowing of a/c. H6: health effect impact code: 4644 - topical and oral anti-ocular hypertensive medication. Claim # (B)(4).